Event description:
It was reported, when placing the recon screw k-wire, the tip of the wire broke off when it hit the nail.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.